Event description:
Journal reference: guralnick ml, benouni s, o'connor r c, edmiston c. Characteristics of infections in patients undergoing staged implantation for sacral nerve stimulation. Urology, 2007; 69(6):1073-1076. To review clinical and surgical factors in patients who have undergone staged sacral nerve stimulator implantation and to determine whether there are any identifiable risk factors for infection. A retrospective chart review was performed on 76 consecutive patients undergoing staged implantation for sacral nerve stimulation for voiding dysfunction. Reportable event: four patients, after stage 2 ipg placement, developed infection requiring device removal. Clinical signs and symptoms included erythema and pain at the ipg site, and fever in 1 patient. See mfg report# 2182207-2008-07656.